Manufacturer narrative:
Initial and final MDR (B)(4) - device 2 of 6.

Event description:
Reference number (B)(4). Event occurred in spain. It was reported that the patient faced six infusion sets cannula detached events on 02-sep-2024. Event occurred within 3 hours of insertion. The insertion site was at the abdomen. Patient replaced infusion set and resumed insulin deliveries successfully. No further information was available.